Manufacturer narrative:
(B)(4). This complaint for use error - breach in aseptic technique issue and peritonitis is confirmed because nurse reported break in aseptic technique by patient. The cause was undetermined. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The product code is unknown, therefore 510k number is unknown. Should additional information become available, a follow up MDR will be sent.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in (B)(6) of break in aseptic technique and peritonitis in a patient. On (B)(6) 2012, the patient began treatment with dianeal pd2 1.5% and 4.25% with 3 exchanges per day (2:1) (dose and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Action taken with dianeal therapy was not reported. On (B)(6) 2012, the patient contacted baxter (B)(4) technical services and the following was reported. On an unreported date, there was a break in aseptic technique which caused peritonitis. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis manifested by abdominal pain and cloudy effluent. On an unreported date, the patient was treated with ciprofloxacin (500mg, 2 tablets per day), vancomycin (1gm, 100cc pnss to run for 1 hour), ceftriaxone (2gm, IV) and azithromycin (500mg tablet once daily). On an unreported date, the patient was discharged from the hospital. The date of onset of this peritonitis episode is unknown.